Manufacturer narrative:
The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
The device was switched for another device and therapy continued. It is unknown whether or not the authority was notified. Internal reference: (B)(4).

Manufacturer narrative:
The field service technician (fst) was sent for further investigation. According to the service order# (B)(4), the fst could not duplicate the reported failure. A full functional check, safety test and battery run time tests were performed. The device is returned to clinical service. (B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the rotaflow screen went blank and stopped working. Patient was involved, but no further information are required. No known patient harm. Internal reference: (B)(4).